Event description:
The customer reported that the system displayed a check sum error message and the battery in the sram was fully discharged. The customer reported that the nodes needed to be flashed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to replace the system's sram. The customer notified the manufacturer that their clinical engineering staff will perform the repairs. The customer cancelled the service call. No additional service information was provided.